Event description:
Reporter states that the end user was driving the scooter when they encountered a change in paved road conditions. At this time the reporter states the frame broke and the end user was ejected from the scooter resulting in severe injury to their legs.